Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3998, lot# v068860, implanted: (B)(6) 2008, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for other chronic/intract pain. The patient reported she had pain at the lead site for the past 1.5 years. She reported her ins was removed the same day her pump was implanted on (B)(6) 2009. The patient stated the healthcare professional (hcp) left the leads in place. The patient planned to follow up with her hcp. The reason why the ins was explanted is unknown and no information was received through follow up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.